Event description:
It was reported that the lead exhibited loss of capture and greater than 2500 ohms impedance. A possible lead fracture was also noted.

Manufacturer narrative:
No medwatch form was received.